Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during an implant, the lead helix would not move gradually, but popped out suddenly making it impossible to screw the lead into the heart. The lead was not used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched. It was further noted that the inner insulation was kinked buckled and there was blood in/on the helix/lobe mechanism. It was visually noted that there was implant damage. The number of turns to extend and retract the helix is within specification. However, the lead is slightly stretched which is, probably the reason why it pops out.